Event description:
The patient had multiple sclerosis since 1997. In 2001, when the patient visited the hospital for the first time, there was pronounced progression of her disease; she used a wheelchair and had no gait function. On (B)(6) 2001, the patient had a baclofen pump implanted for treatment of multiple sclerosis. Later, the dose was increased due to continued spasticity. Since the pump could not longer provide a sufficiently high dose of baclofen, the pump was replaced in (B)(6) 2004. However, it was still necessary to increase the dose in the pump. The maximum dose was 120 ug/h. On (B)(6) 2006, the patient was acutely hospitalized, as the pump was out of baclofen, and then the patient had an epileptic seizure and was out of contact. The patient was hallucinating and psychotic until (B)(6) 2006. The patient received one dose of baclofen in the pump (7.29 ug/h) and was discharged the same day. The patient was seen for pump filling on (B)(6) 2007, she was continued on a dose of 9.03 ug/h baclofen. Per a neurological consultant's statement on (B)(6) 2008. It appeared the patient suffered transient symptoms of overdose of intrathecal baclofen in the form of abnormal fatigue and sleepiness due to the unusually high dosage of intrathecal baclofen administered into the pump. The patient's condition had been difficult to interpret because of several complex diseases, including the primary disease of multiple sclerosis leading to abnormal fatigue, which had influenced her. The patient also suffered from epilepsy, and in 2006, she had pneumonia and other infections. The consultant also stated the treatment was performed in accordance with best professional standards. The patient was followed by two specialist nurses who increased the baclofen dosage in the pump only when they had established spasticity. The increase often resulted in a transient effect. At some visits, the patient's condition was satisfactory, but often there was troublesome spasticity. Overdose was not suspected at any time during the treatment course. The patient reached a very high dose of intrathecal baclofen, but at the outpatient visits the patient showed no signs of overdose. Tolerance development may have been the reason for the dose increase. But after a short break, the patient could manage with a normal dosage. The patient believed that she had an overdose of baclofen related to treatment for multiple sclerosis, which meant that she not had been present and had not been able to be a mother for her child. Per the patient's perception, the baclofen treatment had caused her to sleep for at least two years. It was also noted the patient was injured "in the form of abnormal fatigue to baclofen and estimated that the damage could not go beyond; the patient would reasonably have to endure as part of treatment of her illness". The final event outcome for the drug tolerance was complete recovery while it was not reported for the other events.

Manufacturer narrative:
(B)(4).